Event description:
It is reported that the customer had low blood glucose levels of 31 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported a calibration error and a change sensor error from the sensor of the insulin pump. Troubleshooting was done. No additional information was provided. Please refer to manufacturer's report no. 3004209178-2014-98487 as it refers to the same event but of a different device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.